Manufacturer narrative:
Manufacturer report number 1 was listed as '1627487', however this device was manufactured at the location with the registration number of '(B)(4)'.

Event description:
Additional information received indicated that two leads were implanted. It was noted that the patient was hospitalized and will be receiving physical therapy at an outpatient facility. Some sensation has returned to the patient's legs but not complete sensation. Mobility is returning to the patient's legs the physician believes that underlying blood clotting issues may have contributed to the adverse event. The related manufacturer report number: (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information and event information.

Event description:
It was reported that following a system trial implant procedure the patient became experiencing adverse side effects. The patient lost sensation in their legs and was taken to the emergency room. Therapy was turned off but sensation in the legs did not return. The patient was hospitalized and will be receiving physical therapy. Some sensation has returned to the patient's legs but not complete sensation. Mobility is returning to the patient's legs the physician believes that underlying issues may have contributed to the loss of sensation in the legs.